Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Additionally, the customer returned four unused sterile proglide devices (part#: 12673-03) (two devices from lot # 40721k1, one device from lot# 31214k1, and one device from lot# 40719k1) for evaluation. All four devices were deployed and performed according to specifications. Based on the visual and functional analysis of the returned devices, there is no indication of a product deficiency.

Event description:
It was reported that after a diagnostic peripheral angiogram, arteriotomy closure of a common femoral artery was attempted using perclose proglide devices. Reportedly, when the needle plunger was removed, no suture was present. The device was removed over a guide wire and a second proglide device was attempted with the same results. A non-abbott device with manual arterial compression was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced, was filed under a separate medwatch manufacturer report. Estimated date of event as the customer reported the events occurred in the month of (B)(6) 2014 before reporting the product experience.